Event description:
Customer reported that following a catheterization procedure in 1999, a vasoseal vhd kit size 2 was deployed. Pt was readmitted in 2000 for a diagnostic angiogram to check for a possible intraarterial collagen deployment. "Tpa" and balloon dilitation were attempted without resolution of the total occlusion at the left "cfa." Radiologist contacted the surgeon for possible removal of collagen at a later date at a different facility.